Event description:
An lmpella 5.0 circulatory support system, manufactured by abiomed, inc. Was inserted into 74 yr. Old male through a 24 french gore dryseal sheath. The complainant reported that during the course of support, the gore sheath valve incurred a small nick and lost pressure. In response, the physician placed a 1 liter bag of saline on a pressure bag to slowly infuse into the gore valve inflated so that hemostasis could be maintained. The 1 liter bag of saline subsequently ruptured and the patient started bleeding profusely. The patient required a unit of blood in response; however, there were no long-term effects on the patient. Abiomed manufactures the lmpella 5.0 circulatory support system; however, the 24 french gore dryseal sheath is not included in the lmpella 5.0 product kit. Furthermore, the instructions for use for the lmpella 5.0 circulatory support system product states the following: n/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).